Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customers blood glucose level was 363 mg/dl. The customer stated that the insulin pump was not working and the black screen did not disappear. The device will be returned for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No blinking black, full segment, missing segment or partial display anomaly noted during testing.